Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed blue screen. A technical support specialist (tss) dialed in and confirmed that the medstation application was running normally. The issue was resolved following a reboot and verification. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a blue screen prompting for a password, which blocked medication administration. The customer reported the error message stating, ¿password required, please enter password to continue,¿ and requested urgent assistance as it was preventing the user from administering medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.